Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had rejected new battery alarm and insulin squirting during priming and slower during rewind. It was reported that they had to rewind more than once during a reservoir change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected failed battery alarm anomalies noted. (B)(4).